Manufacturer narrative:
Details of complaint: the nurse reported that four central nurse stations (cnss) randomly power-cycled. When two screens restarted, they appeared glitchy and were illegible. Since the nurse did not have the system password, technical support (ts) asked biomed to call back for troubleshooting. Upon review, biomed confirmed the issue was only with one cns, which was connected through a keyboard/video/mouse (kvm) solution. Ts instructed biomed to shut down the cns for five minutes along with the kvm sender and receiver. After rebooting the kvm sender and receiver, the problem was resolved. No patient harm was reported. Investigation summary: follow-up investigation determined that the issue was isolated to a single cns connected through a third-party kvm solution. Nk tech support instructed the customer to fully power down the affected cns along with the kvm sender and receiver for several minutes. After rebooting the kvm components, normal display and operation were restored. No cns hardware failure was identified. The root cause was a third-party kvm system. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm solution. Model #: ni. Serial #: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that four central nurse stations (cnss) randomly power-cycled. When two screens restarted, they appeared glitchy and were illegible. Since the nurse did not have the system password, technical support (ts) asked biomed to call back for troubleshooting. Upon review, biomed confirmed the issue was only with one cns, which was connected through a kvm solution. No patient harm was reported.

Manufacturer narrative:
The nurse reported that four central nurse stations (cnss) randomly power-cycled. When two screens restarted, they appeared glitchy and were illegible. Since the nurse did not have the system password, technical support (ts) asked biomed to call back for troubleshooting. Upon review, biomed confirmed the issue was only with one cns, which was connected through a keyboard/video/mouse (kvm) solution. Ts instructed biomed to shut down the cns for five minutes along with the kvm sender and receiver. After rebooting the kvm sender and receiver, the problem was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm solution, model#: ni, serial#: na.

Event description:
The nurse reported that four central nurse stations (cnss) randomly power-cycled. When two screens restarted, they appeared glitchy and were illegible. Since the nurse did not have the system password, technical support (ts) asked biomed to call back for troubleshooting. Upon review, biomed confirmed the issue was only with one cns, which was connected through a kvm solution. No patient harm was reported.